Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. As received, the octrode lead had no visible anomalies and passed all functional testing. The cause of reported event is unknown.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30631. It was reported the patient was experiencing ineffective stimulation due to lead migration. X-rays were taken and confirmed the right lead had migrated south about 2 vertebral levels and the left lead had migrated lateral slightly. Reprogramming was performed; however, it was unable to provide effective therapy. In turn, surgical intervention was undertaken wherein the right lead was explanted and a new lead was implanted. The left lead was repositioned during the same procedure on (B)(6) 2020. This addressed the issue. It is unknown which lead was explanted.